Manufacturer narrative:
(B)(4). Only the pump module was returned; the pc unit was not sequestered and the serial number was not obtained. The evaluation of the pump module is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer requested an event log review because there was concern about what was programmed during the time in question. The following info was provided: during the event timeframe, between 16:30 and 18:00 on (B)(6), propofol 1000 mg/ 100 ml, and fentanyl (unk concentration) were ordered to be titrated for respiratory difficulty and pt response. The pt's respiratory rate increased to 40 and the pt looked distressed therefore propofol was increased from 5 mcg/kg/min to 30 mcg/kg/min. Fentanyl was infusing at 125 mcg/hr. When his respiratory rate decreased and he seemed less distressed, the infusions rates were decreased to 15 mcg/kg/min and 100 mcg/hr respectively. Five minutes later, the pt's blood pressure dropped to <45 map. Propofol and fentanyl infusions were stopped and dopamine was titrated up to stabilize his blood pressure. Twenty-five minutes later, at 1730, when his blood pressure returned to normal with map >70, the two infusions were restarted; propofol 5 mcg/kg/min and fentanyl 75 mcg/hr. At 1800, the pump module alarmed and the propofol bottle was empty. The bottle had reportedly been hung at 1700. The customer states that they believe that the pt's hypotension was caused by an over-infusion of propofol. The customer reported that the propofol channel was paused, not powered off, the set was not removed from the pump and the roller clamp was not closed. The dopamine infusion rate was increased and a fluid bolus was administered to stabilize the pt's blood pressure. The pt responded well with these interventions along with sedation being held. The pt recovered, and sedation was eventually resumed.